Event description:
It was reported by the clinician that the tip fo the dilator was not tapered well making insertion difficult. During the insertion process, the sheath hooked on the vessel causing vessel trauma. There has been a request for more information.

Manufacturer narrative:
Follow-up report will be field if additional information becomes available.